Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2020, a patient (pt) in (B)(6) experienced pain inserting a lens in left eye (os) in (B)(6)2020 while wearing the (B)(6)®1 day with hydraluxe¿ technology brand contact lens (cl). On removal of the suspect os cl, the pt noticed the cl was torn. On (B)(6) 2020 the pt presented to the eye care provider (ecp) due to persisting os pain and was diagnosed with os keratitis. The pt was prescribed gatifloxacin ophthalmic solution and sodium hyaluronate ophthalmic solution (unspecified dosage, frequency, duration). The pt was instructed to discontinue cl wear for a week and return for follow-up on (B)(6) 2020. Currently the pt has no pain in the os. No further information was provided. On (B)(6) 2020, the pt was contacted and reported the os feels alright at this time and the pt has not resumed cl wear. No further information was provided. On (B)(6) 2020, the pt was contacted and reported not returning to the ecp on (B)(6) 2020, due to the clinic being too busy. The pt intends to return to the ecp for follow-up on (B)(6) 2020. No further information was provided. On 12feb2020, additional information was received from the treating ecp: date of visit: (B)(6) 2020. Subjective symptom: eye pain os; diagnosis: corneal opacity, corneal staining os; not infectious; focal site: superior part in os; visual acuity (va) was not affected; corrected va os: 1.2; treatment: gatifloxacin ophthalmic solution 0.3% and hyalonsan ophthalmic solution; pt was instructed to discontinue cl wear for a week; return to clinic: (B)(6) 2020. The pt has not returned to the clinic. (B)(6) 2020, the treating ecp clinic was contacted and reported that pt has not returned to the clinic since (B)(6) 2020. No additional information has been received. The suspect os contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5541900103 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.